Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads. A test reservoir was installed and it did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube), and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 107 mg/dl. Troubleshooting was performed for damage and noticed the clear ring around reservoir is missing. Advised the device will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.